Event description:
During the implantation procedure, the physician could not ensure a proper lead connection with the device involved in this MDR report; in addition, lead impedances obtained with the programmer upon interrogation were higher than 3 kohm. Therefore, the device was not implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.